Manufacturer narrative:
The table was inspected by a stryker qe technician. Upon opening the table the first thing noticed was that the helix cable was damaged. It appears to have overheated causing the outer shielding to melt. The wires from the overheating helix cable came into contact with 2 of the hydraulic hoses and damaged them causing them to leak which would cause the floor locks to lose hydraulic pressure. This would replicate the failure of unintended movement. Following the table repairs, a visual and functional inspection was performed and the table was verified to be functioning as intended. The table was shipped to the account and uncrated by a stryker field service technician. The table was returned to service.

Event description:
It was reported that the floor locks are allegedly releasing on their own. There was no patient involvement, injury or adverse consequences reported.

Manufacturer narrative:
It was reported that the floor locks are allegedly releasing on their own. If stryker obtains more information, a supplemental will be filed. There was no patient involvement, injury or adverse consequences reported. Awaiting site permission.

Event description:
It was reported that the floor locks are allegedly releasing on their own. There was no patient involvement, injury or adverse consequences reported.